Event description:
It was reported that the image was not centered. Thus, there was partial image loss.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
Three attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure. Image is not centered. Probable root cause: the product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the image was not centered. Thus, there was partial image loss.